Event description:
The patient reported he had developed a sore on the underside of his penis from using a wide band male external catheter. The patient consulted his physician and his physician advised the patient to abstain from using the male external catheters for a week and to treat the sore with neosporin. The patient reported that he has resumed using male external catheters with no issues. We are awaiting return of samples from the customer for further evaluation. Samples from the patient's lot have been tested and were found to be within adhesive strength specifications.

Manufacturer narrative:
Lot #: 53419077